Manufacturer narrative:
No product was returned for evaluation as product is still in-situ. Per surgeon's prerogative no revision surgery currently planned. No radiographs were provided. It is unknown if a torque device was utilized or hand tightened. The root cause cannot be determined as insufficient information was provided, though review of the reported information and similar complaints suggests insufficient torque applied. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: care should be taken to insure that all components are ideally fixated prior to closure..." "...compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique). Instruments and implants are not interchangeable between systems..."

Event description:
On (B)(6) 2021 an occipital case was conducted. On (B)(6) 2021 during a follow-up it was discovered that screws pulled out of the occipital plate. No revision surgery currently planned. No patient injury reported.